Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-vial-access was clogged on 3 occasions, leaked on 31 occasions, was damaged on 55 occasions, and had foreign matter on 5 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via survey response that the clinicians experienced particulate embolism (3), leakage (31), vial access spike breaks during use (29), bd q-syte septum is damaged/defective (26), foreign matter on device (5). Additional information related to what leaked and from where states: "the fluid that leaked was from the vial" "heparin, octreotide, insulin" "ns 0.9%" "nothing more to add" "ondansetron fluid" "blood" "lactated ringers" / "the connection site of the vial and adaptor," "septum" "nozzle" "nothing more to add" "noticed small amount of fluid at syringe leur connection. Did not have it attached tightly enough" "infusion site" "connection point." Additional information related to damaged septum states: "vial access spike breaks during use particulate embolism" "breakage of adapter, malfunction" "there was a crack in septum leading to leakage of fluid from device" "nothing to add" "leakage" "breakage of top cap cover flang, 1 or more locations" additional information related to impact of particulate embolism states: "we believe some particulate reached the patient and caused skin irritation" additional information related to impact of vial access spike breaks during use states: "breakage" "vial access spike breaks during use particulate em" additional information related to impact of bd q-syte septum is damaged/defective states: "vial access spike breaks" additional information related to impact of foreign matter on device states: "nothing more to add."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-vial-access was clogged on 3 occasions, leaked on 31 occasions, was damaged on 55 occasions, and had foreign matter on 5 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via survey response that the clinicians experienced particulate embolism (3), leakage (31), vial access spike breaks during use (29), bd q-syte septum is damaged/defective (26), foreign matter on device (5). Additional information related to what leaked and from where states: "the fluid that leaked was from the vial" "heparin, octreotide, insulin" "ns 0.9%" "nothing more to add" "ondansetron fluid" "blood" "lactated ringers" / "the connection site of the vial and adaptor" "septum" "nozzle" "nothing more to add" "noticed small amount of fluid at syringe leur connection. Did not have it attached tightly enough" "infusion site" "connection point". Additional information related to damaged septum states: "vial access spike breaks during use particulate embolism" "breakage of adapter, malfunction" "there was a crack in septum leading to leakage of fluid from device" "nothing to add" "leakage" "breakage of top cap cover flang, 1 or more locations". Additional information related to impact of particulate embolism states: "we believe some particulate reached the patient and caused skin irritation". Additional information related to impact of vial access spike breaks during use states: "breakage" "vial access spike breaks during use particulate em". Additional information related to impact of bd q-syte septum is damaged/defective states: "vial access spike breaks". Additional information related to impact of foreign matter on device states: "nothing more to add".